Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow-up in backup vvi. The patient reported receiving a shock. The patient returned the next day and a device download was performed successfully. Patient was in good condition and will be followed-up normally.